Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with diffuse lamellar keratitis (dlk) stage 2 on both eyes (ou) at 1 day post-operative exam. The surgery center noted there was no clumping. The patient comments were of blurred vision. Oral steroids (medrol dosepak) were prescribed and topical steroid dosage was increased to resolve symptoms. In addition, the flap was rinsed and lifted. Best corrected visual acuity (bcva) from (B)(6) 2017, right eye pre-op 20/20 -1.50 x -1.00 x 175, left eye pre-op 20/20 -1.00 x -2.00 x 5.

Manufacturer narrative:
A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The system and its components met all specifications prior to being released. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. All pertinent information available to abbott medical optics has been submitted.